Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at end of service (eos) and could not be interrogated. It was noted that the device had not been checked in five years, and the battery estimate at that time was four years. The patient was asymptomatic. The device remains in the patient out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.